Event description:
Note: this report pertains to one of two MDR reportable events that happened during the same procedure. Please refer to manufacturer's report number 3005099803-2010-04361 for the associated device report. It was reported to boston scientific on (B)(6), 2010 that two patient return grounding pads were used during a rfa (radiofrequency ablation) procedure to treat cancer in the liver performed on (B)(6), 2010. According to the complainant, while preparing for the ablation, discoloration was noted on the first grounding pad. When the second pad was affixed to the femoral region of the patent, the pad would not adhere due to weak adhesive strength. The procedure was completed with another two patient return grounding pads. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding patient information and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was confirmed the patient was over the age of 18. The complainant stated the suspect device has been disposed of and will not be returned for evaluation. Should any relevant information become available a supplemental MDR will be filed.